Event description:
It was reported that a user experienced difficulty attaching the ilet connect adaptor to a replacement ilet device, with repeated unsuccessful attempts using adaptors from the same box associated with a prior issue, after which a new box of adaptors attached and secured properly. Investigation included troubleshooting and replacement of supplies. Investigation of this case revealed that the initial batch of connect adaptors used by the user was not attaching, while adaptors from a different box attached and secured as expected. No symptoms reported during the event. Outcomes included no impact on health. It was concluded that the problem was attributable to the specific adaptors previously in use rather than the device, and replacement adaptors were provided.